Manufacturer narrative:
Date of event: (B)(6) 2018. (B)(6). Affiliation: nootens. Based on the available information, this event is deemed a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional event detail information has been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that deflation of the catheter balloon was not possible (even when catheter was cut). The catheter needed to be removed under patient-sedation. A photo was provided depicting the reported complaint issue.

Manufacturer narrative:
Model and lot number corrected. A review of the last three (3) product monitoring review's for trends indicated no trends for this issue on this product. The historical complaint data from february 01, 2016 to february 28, 2018 was reviewed as it relates to reports for product number mm51111610. A total of two (2) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No additional event detail information has been provided to date. Should additional information become available, a follow up report will be submitted.